Event description:
Boston scientific received info that one day post implant of this right ventricular (rv) lead, intermittent non-capture was noted despite full outputs from the device. It was noted that there were never any pauses in pacing slower than 45 beats per minute (bpm). The lead was noted to be dislodged and an attempt was made to reposition the lead; however, this was unsuccessful. No adverse pt effects were reported. This lead was later returned for analysis.